Event description:
The following description of the event was documented by a carefusion field service specialist in response to a site visit. High extended peak pressure alarm, found problem during device servicing.

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on info documented by a carefusion field services specialist in response to a site visit. (B)(4). The carefusion field service representative evaluated the device and determined that the root cause of the reported event was a faulty gas delivery engine (gde). The carefusion field service representative completed the repair of the device by replacing the gas delivery engine (gde) and running the device through a complete checkout per the operator's and service manuals. Upon completion the device was returned to the customer to be placed back into service. Carefusion factory service evaluated the alleged faulty gas delivery engine (gde), verified the complaint and determined that the root cause of the reported event was a faulty tran com alarm (tca) pcba assembly.